Event description:
Per information provided: (B)(6) 2012 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device 1). Per op notes, ¿the large chronic hernia sac was excised. There was a separate hernia near the umbilicus from chronic incision. The sepramesh ip (device 1) was placed to cover all the defects and fascia was closed primarily using sutures. Then the mesh was tacked all around the edge and hernia itself using protacks.¿ (B)(6) 2017 ¿ patient had pain and was diagnosed with recurrent incisional hernia, abscess, infected mesh thereby underwent open repair with the removal of mesh (device 1) and implant of xenmatrix ab (device 2). Per op notes, ¿the abscess cavity full of gross pus was suctioned out. In cavity, sutures and mesh was noted. Adhesion was taken down. The mesh (device 1) was removed and fascial defect was encountered. A piece of xenmatrix ab (device 2) was placed as underlay to repair the defect and anchored to fascia with suture. The mesh was tacked circumferentially to anterior abdominal wall.¿ 07-nov-2017 ¿ patient had abdominal pain and was diagnosed with necrotic open abdominal wound thereby underwent excisional wound debridement. Per op notes, ¿the lateral side of wound was dissected and entire wound was removed en bloc.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. This MDR represents the xenmatrix ab (device 2). An additional supplemental emdr was submitted to represent the sepramesh ip (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.